Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic abscess ('abcess'), dysmenorrhoea ('dysmenorrhea (cramping)') and ovarian cancer ('ovary cancer') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity and pelvic mass. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy nickel"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("vaginal infection"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), anaemia ("anemia"), urinary tract disorder ("urinary problems") and abdominal pain upper ("stomach pain") and was found to have ovarian cancer (seriousness criterion medically significant) with ovarian neoplasm. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and hysterectomy with bilateral salpingo-oophorectomy,ophorectomy((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain upper had resolved and the pelvic abscess, dysmenorrhoea, ovarian cancer, anaemia, allergy to metals, urinary tract disorder, vaginal discharge, fatigue, dyspareunia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cancer, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, allergy nickel, urinary problems, vaginal discharge. Discrepancy noted in essure removal date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received : patient demographics updated and new event added-abcess. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'), pelvic abscess ('abcess') and dysmenorrhoea ('dysmenorrhea (cramping)'). In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo essure confirmation test". The patient's medical history included: obesity and pelvic mass. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy nickel"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("vaginal infection"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), anaemia ("anemia"), urinary tract disorder ("urinary problems") and abdominal pain upper ("stomach pain"). And was found to have ovarian cancer ("ovary cancer") with ovarian neoplasm. The patient was treated with surgery ( and hysterectomy with bilateral salpingo-oophorectomy,ophorectomy((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain upper had resolved. And the pelvic abscess, dysmenorrhoea, ovarian cancer, anaemia, allergy to metals, urinary tract disorder, vaginal discharge, fatigue, dyspareunia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cancer, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, allergy nickel, urinary problems, vaginal discharge. Discrepancy noted, in essure removal date : quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), dysmenorrhoea ('dysmenorrhea (cramping)') and ovarian cancer ('ovary cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity and pelvic mass. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy nickel"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("vaginal infection"). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient was found to have ovarian cancer (seriousness criterion medically significant) with ovarian neoplasm and experienced anaemia ("anemia"), urinary tract disorder ("urinary problems") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain upper had resolved and the dysmenorrhoea, ovarian cancer, anaemia, allergy to metals, urinary tract disorder, vaginal discharge, fatigue, dyspareunia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cancer, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, allergy nickel, urinary problems, vaginal discharge. Discrepancy noted in essure removal date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received events "abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), fatigue, infection (bladder/urinary tract/vaginal), pelvic pain, stomach pain, she did not undergo essure confirmation test" were added. Outcome of events " pain and bleeding" were updated as recovered. Medical history, reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and ovarian cancer ('ovary cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("allergy nickel"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2018. At the time of the report, the dysmenorrhoea, ovarian cancer, menorrhagia, anaemia, allergy to metals, urinary tract disorder, vaginal discharge and fatigue outcome was unknown. The reporter considered allergy to metals, anaemia, dysmenorrhoea, fatigue, menorrhagia, ovarian cancer, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, allergy nickel, urinary problems, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, allergy nickel, urinary problems, vaginal discharge, fatigue, ovary cancer. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.